Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that the procedure date and event are both (B)(6) 2022. The event occurred post-operatively. Please clarify procedure date. Please clarify event date. What does it mean that the ¿suture was replaced¿? Did the patient undergo a re-operation? Where there any adverse patient consequences? Please describe. Was any medical/surgical intervention required for this patient? Please include dates and findings. What was the onset date of the symptoms? The absorption rate for vicryl plus suture is 56-70 days. How many days post op was the suture removed?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. The patient developed post-op inflammation. After the surgery, the doctor sutured the wound with suture. After the perineal suture was replaced, pain of perineal wound occurred one after another. The patient returned to the hospital for inspection and found that the perineal suture was not absorbed. The doctor removed the suture. No adverse patient consequences were reported. Additional information was requested.